Event description:
The customer reported via the sales rep that during a revision procedure, the screw head became separated from the screw body. It is further reported that the surgeon engaged the screwdriver with the screw, successfully removed the screw from the pt and whilst disengaging the screwdriver from the screw, the head of the screw disengaged from the screw body. It is further reported that there are no adverse consequences to the pt.

Manufacturer narrative:
Add'l info has been requested,and if made available,will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.